Event description:
Technician reported that a pt on a system 1000 hemodialysis device removed approximately 2 kg more weight than intended. The ultrafiltration (uf) target for the treatment was 2.73 kg. The actual uf was 4.7 kg. There was no pt injury or medical intervention associated with this incident.